Event description:
Boston scientific received information that this lead was capped and abandoned during a device change out. The lead had pulled apart at the proximal portion that is placed in device header. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed that the terminal pin of the lead was separated from the terminal ring. This damage is consistent with an inadequate bond between the medical adhesive on the insulation and the terminal ring. Additionally, the conductor coil(s) was/were noted to be slightly stretched between the terminal pin and terminal ring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--